Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under their breast area. The patient's doctor advised the patient to use a cream on the irritation. There is no indication of a device malfunction related to the irritation. The patient's medical outcome is unknown.